Manufacturer narrative:
The device was not isolated or identified by serial number, therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported backflow of solution between channel a and channel b. On an unspecified date and time, both channel a and channel b were programmed to deliver unspecified antibiotics for a duration of one hour via a manifold connected to the patient's central line. No further programming parameters were provided and the delivery of the first antibiotic on an unspecified channel was started. After an unspecified length of time, the device alarmed for end of infusion and the delivery was stopped. The customer contact indicated that the delivery of the second antibiotic on the second channel was then started. After an unspecified length of time, the device alarmed end of infusion and the delivery was stopped. At the end of the second delivery, the nurse reportedly noted "both drip chambers were full and a significant amount of fluid was present in both bags (at an equal level in both bags)." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.